Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8782, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving hydromorphone (15 mg/ml at 2.8 mg/day) and bupivacaine (7.5 mg/ml at 1.4 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported a motor stall was seen at initial interrogation. The patient did recently have a magnetic resonance imaging (MRI). The MRI was not done due to a suspected problem with the device or therapy. The motor stall occurred on (B)(6) 2015 at 11:50 due to the MRI. The patient had 3 mris in a row on the date of this report unrelated to the drug infusion system. It was a 3t close horizontal bore mr scanner. The hcp interrogated the pump twice, minutes apart, and thought by updating it that it would cause the stall to recover but it did not. On (B)(6) 2015 at 5:30 p.m. The stall was not recovered. There were no audible alarms. It had been less than two hours since the patient exited the MRI field. Additional information received from a hcp indicated that actions/interventions taken to resolve the pump motor stall included on 2015-10-24 the pump was interrogated three times and it restarted with the third interrogation. If additional information is received, a follow-up report will be sent.